Event description:
It was reported that, "surgeon tightened screws extremely tight and broke both screwdriver shafts, shafts removed from set, replacements ordered for set."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.